Manufacturer narrative:
Sections d4, h4: additional information manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia, gi bleeding, and patient outcome could not be conclusively determined through this evaluation. The patient was reported to have been recently discharged after an admission for ventricular tachycardia. The patient was updated to do not resuscitate (dnr) and their implantable cardioverter-defibrillator (ICD) therapies were turned off. The patient arrived at the emergency department (ed) lethargic and hypotensive with reports of bright red blood per rectum. The patient¿s family ultimately decided to pursue hospice measures and the patient¿s pump was turned off. The patient expired on 11dec2019 and the pump was reportedly working as intended. Multiple attempts for product return status were issued to the customer; however, no further information was provided. Cardiac arrhythmia and bleeding are listed in the IFU as adverse events that may be associated with the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was recently discharged after admission for ventricular tachycardia status post video-assisted thoracoscopic surgery with updated medical orders for life-sustaining treatment for do not resuscitate and ICD therapies turned off. The patient arrived to the hospital via ems lethargic, hypotensive and pale with reports of bright red blood per rectum. The patient was initially following commands but then became lethargic after ativan and morphine administration. The family reportedly requested withdraw of care and purse hospice measures. The patient expired on (B)(6) 2019 after care was withdrawn at an outside hospital. It was reported the device was operating as expected. No further information was provided.